Event description:
It was reported that two weeks prior the patient's device had been reprogrammed due to palpitations when laying on the left side. The patient now complains about constant palpitations and discomfort in the middle of the chest. Follow up was attempted for additional information, but was unsuccessful. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.